Event description:
An impella cp device was inserted into the left femoral artery in a 79-year-old female patient presenting in scai a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the impella was inserted without issues. Once the guidewire was removed and the pump was started, the motor current increased to high/ out of range and then the impella stopped, with an impella stop/motor current high alarm. Attempted to restart the impella without success. The impella was removed and exchanged for a new impella cp. Heparin was given prior and after. Activated clotting time (act) was 230. The impella is being reported due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Complaint coding was update and as a result h6 health effect-clinical/impact and medical device problem coding was updated accordingly.